Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained the alarm and had home patient (hp) cycle the power twice to clear. The tsr explained hp would have to start over with new supplies, or finish with manual supplies. The hp stated that he wants to just end it for the night. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. The cause of the alarm was unknown. On (B)(6) 2010, a follow up call was made to the clinical technician who reported per the hp's nurse everything has been fine and the home patient has continued therapy. Follow-up with hp revealed the sample had been discarded. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).